Event description:
It was reported the device will not be returned to the manufacturer as the explanting hospital is a no return site. No additional relevant information has been received to date.

Event description:
It was reported the patient was originally referred for generator replacement due to end of service, but upon pre-surgical interrogation of the vns, it was found the patient's device was reporting high impedance. The patient was then prepared for a lead revision in addition to the generator replacement surgery. Once the patient was opened, a lead fracture was visualized. The surgeon visualized fluid in the lead near the neck site. The entire system was revised without issue and the explanted product will be returned after being processed by the hospital's pathology department. The product is expected to be returned to the manufacturer but has not been received to date.